Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports a palindrome catheter was removed due to the fact that micro holes were found in wall of catheter at silicone extensions. The catheter needed to be replaced.